Event description:
It was reported that the customer experienced occlusion alarms. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by reloading the same cartridge and resumed insulin deliveries.